Event description:
Multiple discordant high immulite 2000 ins and tsh results were generated for multiple patients. One patient ((B)(6) boy) with a discordant high tsh result was kept overnite in the hospital for further testing. No medical procedure was performed on the boy. The laboratory repeated the samples and the repeat results were reported to the physician(s). There was no known report of treatment given or withheld based on the discordant ins and tsh results.

Manufacturer narrative:
A siemens fse (field service engineer) analyzed the immulite 2000 instrument and instrument data. Analysis of the instrument and instrument data indicated that the cause for the discordant ins and tsh results was due to a malfunction of the water pump. The water pump was replaced. The instrument is performing within specifications. No further evaluation of the device is required.